Event description:
It was reported that the patient experienced symptoms of halos with accompanied "smeared" vision while viewing close objects. It was stated that the patient had previous yag capsulotomies in both optics with minimal improvement. Patient reported having these symptoms being extremely debilitating to her daily activities. In addition, it was stated that the physician does not attribute these symptoms to the intraocular lens (iol). The lens remains implanted at this time. No additional information was provided.

Manufacturer narrative:
Correct diopter power for the intraocular lens was 19.0 d. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). Manufacturing record review showed no deviations, and the diopter measurement records from this particular lens was verified to be within specifications. This is in compliance with the labeled diopter power 20.0 diopter of this lot number. In conclusion, the batch has passed all acceptance criteria for all tests performed and is within all specifications. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4): placeholder.

Manufacturer narrative:
Corrected implant date: (B)(6) 2011. All pertinent information available to the manufacturer has been submitted.